Event description:
It was reported that after post-filter blood collection, despite using a thin hypodermic needle, blood continued to drip from the membrane during a patient¿s continuous renal replacement therapy (crrt) treatment. The system had to be dismantled and treatment was discontinued. It was noted that the patient experienced 50ml of blood loss. The sample was reported to be available for evaluation. Additional information requested but has not been obtained.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.